Manufacturer narrative:
Device evaluation summary: device evaluation of charger/model sn (B)(4) is complete. The reported problem (biphasic pulse otu of specification) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, transistors q13 and q17 were shorted on the defibrillator board causing the test failure. The root cause of the shorted transistors cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor contacted zoll to report that monitor sn (B)(4) delivered a biphasic pulse out of specification.